Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements. The physician decided to reimplant the rv lead by repositioning the lead which was successful. The patient was in stable condition.